Event description:
It was reported that a pump user experienced hyperglycemia with blood glucose readings reported as 387 mg/dl on the pump and 527 mg/dl by fingerstick, after eating soup and crackers without announcing the meal while new to the ilet pump; the infusion site showed no leakage or bleeding, the user noted mild cannula discomfort without discoloration, and tubing priming produced visible drops, with no specific device component issue identified. Symptoms included hyperglycemia without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.